Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all of the keypad buttons were intermittently responsive. There was evidence of keypad adhesive found under the key contacts. Unrelated to the complaint, evaluation revealed a dim, discolored and contaminated display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. A vibration motor failure was also found during the evaluation. This malfunction is not likely to cause an adverse event because the audible alarm mechanism still functions and will still alert the user should the pump emit an alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter stated that the keypad buttons were unresponsive to button presses on the keypad and became worse a few months ago. The reporter indicated that the patient wears the pump in a pump skin in his pocket and does not clean the pump.